Event description:
PICC dressing noted to be wet. PICC line in femoral vein found to be completely broken at hub. No part of the catheter observable outside the insertion site. Cardiac echo done at bedside and catheter noted to be in the heart. Child taken to cath lab and underwent a procedure to remove the entire catheter section. Retrieval procedure was successful.

Manufacturer narrative:
Results of device investigation will be filed in a supplemental report when completed.